Event description:
The customer reported the system failed to boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug was repaired during the service call. The system was tested and found to be working as intended and put back into service.